Event description:
The customer reported a failure to acquire lead v1 of a 12 lead ECG. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer evaluated the device and changed the lead cables and the issue persisted. The issue was isolated to the trunk cable. An field service engineer confirmed the reported problem. The trunk cable was replaced to resolve the issue. The device then passed all testing and remains at the customer site for use. We are considering this a malfunction of the trunk cable. Replacement of the trunk cable resolved the issue.